Event description:
The boston scientific endovive safety peg kit 20f that was used in an egd/peg tube placement procedure did not include a functional y-port adapter. Procedure nurse unaware of the missing component on the y-port and the peg tube was inserted into the y-port. Inpatient nurses became aware of improper connection when tube believed to be clogged. Gi nurse discovered the issue and placed a functioning y-port adapter. No harm to patient.